Event description:
It was reported that they were unable to print lead trend data due to "invalid" message on the implantable cardioverter defibrillator (ICD). It was determined that a bit flip caused the invalid data message. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis revealed a data recording problem. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2004; 6947, implantable tachy lead, (B)(6) 2004. (B)(4).